Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that during a pump replacement in 2009, the health care provider (hcp) accidently clipped one of the ¿little tubes¿ that makes the medicine correctly. It was noticed that the patient was lethargic so the hcp had the patient come in. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.